Event description:
It was reported that the system 9900 monitors went black during a procedure and the system needed to be rebooted. There was no reported adverse patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.